Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 potential false negative results were obtained. The customer stated the kits are not collecting specimens causing the false negative results. The type of repeat or confirmatory testing provided by the customer. There was no indication that results were reported out or any impact on the patient. (B)(4).

Manufacturer narrative:
Initial reporter address: the initial reported address was not provided. The (B)(6) address is being used. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars cov-2 potential false negative results were obtained. The customer stated the kits are not collecting specimens causing the false negative results. The type of repeat or confirmatory testing provided by the customer. There was no indication that results were reported out or any impact on the patient. (B)(4).